Event description:
It was reported through the results of the clinical trial that sometime post a stent placement on the left leg, the subject had an adverse event of deep venous thrombosis of left limb and overlying stenosis of the superficial left femoral artery. It was further reported that, the adverse events were probably related to the study device and study procedure. Furthermore, the adverse event doesn't meet the definition of serious adverse event. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately ten days post stent placement on the left leg for new lesion, the subject had an adverse event of deep venous thrombosis of left limb. Reportedly, the adverse event was possibly related to the study device and study procedure. However, the adverse event was treated with cutting/score balloon for the target lesion with initial stenosis of 70% and the re-intervention was successful. It was further reported that the approximately one year nineteen days post stent placement procedure, the subject had another adverse event of overlying stenosis of the superficial left femoral artery outside the stent. Reportedly, the adverse event was possibly related to the study device and study procedure. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: g3, h6 (patient) h11: b5, d1, d4 h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a device history record review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective 5-year assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported instent restenosis could not be verified. The investigation needed to be closed with inconclusive result. No clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. The IFU was found to reference potential complications and adverse events which may occur during use of the device, e.g., restenosis, thrombosis, vessel occlusion. Correct stent deployment procedure was found described by the IFU. H10: g3. H11: g2, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately ten days post stent placement on the left leg for new lesion, the subject had an adverse event of deep venous thrombosis of left limb. Reportedly, the adverse event was possibly related to the study device and study procedure. However, the adverse event was treated with cutting/score balloon for the target lesion with initial stenosis of 70% and the re-intervention was successful. It was further reported that the approximately one year nineteen days post stent placement procedure, the subject had an another adverse event of overlying stenosis of the superficial left femoral artery outside the stent. Reportedly, the adverse event was possibly related to the study device and study procedure. The current status of the patient was unknown.